Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram (tee) imaging procedure. The tee images showed that there was a thrombus present on the closure device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram (tee) imaging procedure. The tee images showed that there was a thrombus present on the closure device. It was further reported that the patient was going to continue to take pradaxa for 3 months and then have another tee procedure. The results of the tee procedure three months later showed that there was no thrombus and no leak around the closure device.